Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the emg tube is giving back/no signal on the device. There was no known patient impact related to the event.

Manufacturer narrative:
H3: visually, there was a whitish yellow colored residue on the outside diameter of the cuff balloon. The tube adapter on the proximal end of the device was dislodged and not returned. Under magnification, there were small voids in all four of the electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 34 ohms (blue), 18 ohms (blue with white stripe), 34 ohms (red), and 18 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. The device passed the electrode check and there was no excessive feedback during the noise test. For additional analysis, bend testing was performed by bending each electrode trace near the clamp shell, at separate times, and the device continued to pass the electrode check and had no excessive noise. H6: fdm b17 and fdr c20 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.